Event description:
The user facility reported a 53-year-old patient on impella cp support that developed a thrombus in the left ventricle and the device was explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.